Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer via email to a company employee and forwarded by our united states affiliate (B)(4) and our (B)(4)). This case involves a female patient (age nos) who received two treatments of poly-l-lactic acid (sculptra) on an unspecified date. The patient had been receiving treatments with poly-l-lactic acid (newfill) for several years with great results. No additional relevant medical history or concomitant medications were mentioned. When her first practitioner who administered her newfill moved, she sought treatment with another practitioner who administered poly-l-lactic acid (sculptra). In the past, she had one treatment, and the a month later, a second treatment. She reports that the results were really good when her previous practitioner did it. However, her beauty therapist would not do any treatment on her for three weeks after the administration of this past treatment, due to extensive bruising. She mentioned that the second physician performed two treatments at once and that she had no follow-up. She stated that she was not happy and was disappointed in the results that were achieved. At the time of this report, the event remains ongoing. No further information was provided.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Additional information received on sep-04-2008: the physician clarified via a company representative that the patient was treated with two vials of poly-l-lactic acid (sculptra) in one session and was advised that she may need further treatment to achieve her desired result. No information regarding outcome was available. Information was also received by the patient via an email to a company representative on the same day. She reported that on an unknown date, she received two vials of poly-l-lactic acid at the same time. Prior to this she had one vial, each one being four months apart, which was supposed to be an "annual top up," as she has been receiving poly-l-lactic acid treatments for "many years." No further details are expected. Additional information received on sep-30-2008: (B)(4) results were received. Brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.